Event description:
It was reported that the patient presented for implant procedure. During the procedure, the lead exhibited irregularity upon visual inspection. The lead was not used. A new lead was implanted.

Event description:
New information states that the patient was in a stable condition before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.